Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that when patient is submersed in water/swimming , they experienced shocking in the right pocket. Normal impedances were reported on the right side. The rep was not with the patient/hcp at the time of the report to do further troubleshooting. Patient is a bi-lateral with sub thalamic nucleus (stn) and globus pallidus (gpi) leads in each hemisphere, one lead from 2000 is connected to pocket adapter. The rep was going to have the clinician do some palpating and also mentioned wetting the area to see if the issue could be reproduced. It was also stated that the patient does fall a lot, is also very active and competes in ironman competitions. Patient had no complaint with therapy but more recharging was indicated. The therapy impedance was 210 on the left side. Clinician called rep and indicated she would attempt to reprogram around. Patient was programmed -1, -2, +3 and therapy impedance is 210 ohms and 16.51ma. The rep and the programming clinician did not know historical impedance information with patient. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Date of the event - (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of shocking when swimming and the short circuit was unknown. The rep stated that no intervention had been planned yet, and the issue had not been resolved yet either.